Event description:
It has been reported to philips that the system would not start up and was stuck at zeroes. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up as the system froze at the application screen with the countdown timer at 00:00. Review of log files indicated flexvision grabber card issue. The fse replaced the flexvision pc and installed the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.